Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance due to low blood glucose levels (bg) dropping to 30 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. At the hospital the patient was prescribed zofran to be taken 5 times a day for 3days. No additional treatment was provided. The patient was released a few hours later when bg's returned to normal range. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypolycemia. No lot release records were reviewed, as the product lot number was not provided.